Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the reporter had received and states he did not contact customer support (cs) for assistance in programming replacement pump when it arrived. On (B)(6) 2013 his wife found him unconscious in his home at 5:30 pm. Patient states his last time recollection was at 3:30 pm same day. He was transported by paramedics to the hospital, spent the night in ICU and was discharged on (B)(6) 2013. He believes he must have programmed his new pump wrong and gave himself too much insulin. Cs is unable to assess as bolus history is empty, basal rates have been cleared. Reporter is requesting assistance to correctly program replacement pump. Cs assisted reporter in programming the pump. He had changed settings when discharged from hospital so cs could not verify settings at time of incident. Bolus history reveals nothing. Patient states hospital did not check pump and that his health care provider (hcp) does not download pump settings so cannot use this as verification. Confirmed all pump settings transferred. Patient did decide to decrease 8 am basal rate from 1.15 units/hr to 0.85 unit/hr. Advised patient if he decides to make such changes, he should monitor bg closely and make sure he informs hcp. Patient agrees to follow-up with hcp. There is no indication of pump malfunction. This complaint is being reported because a patient experienced hypoglycemia following the use error of incorrectly programming the new pump.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 11/05/2015: the device was returned to animas and evaluated by product analysis on 10/19/2015 with the following results. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. The black box begins on 2015-09-17. Due to continuous use of the pump the black box data and histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.